Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subcuticular wound closure intra-operatively, the device detached. The surgeon and the nursing team reported an increase of detaching issues occurred with this device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.